Manufacturer narrative:
(B)(4). Batch # p5737h. Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.,one picture was provided;

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a cardiac procedure the surgeon attempted to staple an eight-millimeter graft but the graft was large for the reload. The surgeon over sewed the graft to complete the procedure with no patient consequences reported. The graft was: gelweave gelatin impregnated 24 x 8mm. After the surgeon fired the device on the graft, the staples were ¿jumbled;¿ some formed and some malformed. The graft didn't look sealed so the surgeon oversewed it. No bleeding was reported. The sales rep informed the surgeon of tissue/vasculature indications.